Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was hospitalized for hyperglycemia on (B)(6) 2020 and the insulin pump was not turning on. It was reported that the customer stopped using the insulin pump two weeks ago. The customer reported that the display was blank. Troubleshooting was performed. The customer stated that the contacts on the battery cap were neither missing nor damaged. It was reported that customer's husband wanted to know if the insulin pump was working fine. It was reported that the customer was connected to the insulin pump at the time of admission. It was reported that the customer had high blood glucose levels of 13.0 mmol/l and the blood work was fine. The insulin pump will be returned for analysis.